Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited premature battery depletion. The patient is pacemaker dependent. The device was explanted and replaced. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
The device was returned for a premature depletion and the reported field event was not confirmed. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.